Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. Initial reporter phone number: (B)(6).

Event description:
The customer reported that on (B)(6) 2018 at approximately 19:00 in ICU a patient on an mx40 telemetry device connected to an information center had a cardiac condition/event for which an alarm/sound was not provided per staff at the information center. The patient subsequent expired.

Manufacturer narrative:
The information center experienced a loss of audible alarms due to a malfunction of the audio card. The customer has not alleged or reported any malfunction involving the patient worn mx40 device that was in use on-network at the time of the event. The customer has been provided with an interim solution involving a relocation of the pc onto the desktop and an increase in the volume allowing them to use the internal speaker to hear alarms. The device could not otherwise be repaired with replacement parts as the parts are no longer supported or available due to the age of the device. The customer is using the device in the interim while a quote for a replacement information center ix has been provided in order for them to replace the entire device.